Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on radius side outer shell assessed as unidentified (tear) opening (shell thickness was within specification) and the inner shell has no openings. Additional observations: creases were observed. Yellow particles observed on patch of the shell. Cloudy and crystalline observed in the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side rupture confirmed with CT scan. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed with CT scan. The device has been explanted.